Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised that if alarm is not cleared the failed battery test alarm will recur with each new battery inserted. The customer stated that the outside of the battery cap are damaged. The customer stated that contact are not missing or damaged. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor pump and revert to backup plan until replacement cap arrives. The customer stated that she will continue to use the device but advised to monitor the pump.